Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 -13.5d implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Low vault was observed. Lens implanted, removed and replaced intraoperatively with a longer length lens and problem was resolved. Cause of event was reported as unknown.